Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, 90% stenosed left circumflex (lcx). After a 3.5x15 mm xience xpedition stent was deployed in the left main trunk the 3.5x15 mm trek rx balloon catheter and a non-abbott balloon catheter were used to perform a kissing balloon technique. The trek balloon catheter was used in lcx, and the non-abbott balloon catheter was used in the left anterior descending artery. There was no resistance felt during advancement of the trek balloon to the lesion. The trek balloon was inflated a couple of times; however, the inflations and deflations seemed slower than usual. When the trek balloon was inflated a couple more times and an attempt was made deflate the balloon, the balloon could not be deflated at all. As the trek balloon was fully inflated, not even partially deflated, the balloon could not be pulled into the guiding catheter. The whole system was pulled into the radial artery and a 0.018-inch guide wire was used to intentionally puncture the fully inflated balloon and the balloon catheter was removed out of the anatomy. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, runthrough floppy, conquesto pro12, stent: xience xpedition 3.5x18mm. Evaluation summary: the device was returned for evaluation. The reported inflation issue, slow and failure to deflate, and difficult to remove from guiding catheter was not confirmed due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.